Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2016 with the following findings: during investigation, the pump powered on and displayed the verify screen. The display was found to be clear and legible; no lines appeared in the display. The pump cover was removed and there was no damage to the display connector or display flex cable; the display connector latch was secure. The complaint of lines in the display was duplicated during investigation. There was no defect found.